Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call, when she presses the buttons on the insulin pump they are not responding. The device alarmed button error, she removed the batter, and the keypad anomaly persisted. Her blood glucose was 208 mg/dl. Customer stated she had been sweating profusely due to the weather being hot. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.